Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient's blood glucose level (bg) rose to 200 mg/dl while wearing the pod between 37 and 48 hours on their abdomen. The patient reported that multiple insulin deliveries were made, but it was ineffective in bringing their blood glucose into range. It was also reported that although the pink slide moved forward, the cannula was not visible upon removal, indicating a needle mechanism failure had occurred. No adverse patient impact was reported.